Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced. Patient condition was good after the event.

Event description:
It was reported that during device interrogation, stored egms revealed multiple noise episodes and inappropriate hv therapies. Noise was reproduced during isometric testing. Increased capture threshold was also observed. Patient condition was good. No further information is available at this time.